Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the main valve seal was disengaged. The trocar balloon, lock collar and converter doors were intact. The inflation syringe was not received. The obturator was not received. Functional testing found that the lock collar moved up and down the cannula and securely locked in place. The converter doors moved properly and were fixed securely in place. The balloon was inflated using a test inflation bulb, no leaks were detected. It was reported that the seal disengaged. The reported issue was confirmed. Internal process improvements have been initiated to mitigate this issue. It was also reported that there was a rapid loss of pneumoperitoneum. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: never attempt to force a mesh through the trocar. Before introducing a mesh, consult the mesh IFU to confirm its compatibility with the selected trocar size. Excessive force used to insert mesh through the trocar may lead to trocar seal disengagement as well as textile damage and/or impact mesh deployment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic inguinal hernia repair, a device component, specifically the air seal from the entrance of the trocar, fell into the patient's abdominal cavity, which caused a rapid loss of abdominal pressure. The incident occurred after dissection was complete when the surgeon attempted to insert mesh through the dissection balloon trocar. The air seal became entangled with the mesh and ended up in the abdomen. To retrieve the seal, the surgeon opened a 5mm camera port, located the seal, and used laparoscopic scissors to cut it from around the mesh. A new structural balloon trocar was then inserted to access and remove the seal from the abdomen. There was no need for additional operations, and the patient did not experience any injury or extended hospitalization.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and four photos were available for evaluation. A visual inspection of the returned photos noted that the four images all depict the main valve seal disengaged with mesh going through the seal during a surgical procedure. All images were displayed on a stryker monitor. The visual inspection of the returned product noted that the main valve seal was disengaged. The trocar balloon, lock collar and converter doors were intact. The inflation syringe was not received. The obturator was not received. During functional testing, the lock collar moved up and down the cannula and securely locked in place. The converter doors moved properly and were fixed securely in place. The balloon was inflated using a test inflation bulb, no leaks detected. It was reported that the seal disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when excessive force is applied during clinical application. It was also reported that there was rapid loss of pneumoperitoneum. The reported issue could not be confirmed. The most l ikely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: damage to the balloon by instruments used during insertion and in the course of a procedure may cause device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.